Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. Visual examination of the returned items showed signs of use with galling on the shaft of the positioning rods. Both tips of the rods were also fractured and not all pieces were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed based on the returned fractured devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the positioning guide rods have been affected by the screwing so the metal end is worn and does not contact well with the impactor as intended. The guide rods keep falling on the side instead of staying connected to the impactor. There was no known impact or consequences to the patient. It was reported that no further information is available.